Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t10to treat a vertebral compression fracture. During the procedure, the ibt (inflatable bone tamp) ruptured under low pressure as it was inflated. The pressure prior to rupture was 100psi, volume prior to rupture was 2cc. There were no patient complications associated with this event.